Event description:
The pump was returned to sigma under recall 1314491-09/13/10-003-r. Upon initial evaluation in service it was observed that the lower bearing had failed. The customer confirmed there was no patient involvement.

Manufacturer narrative:
(B)(4). The pump was tested for flow rate and failed due to failed bearing.